Manufacturer narrative:
Visual inspection of the incident sample found the tip of the electrode to have broken off. Part of the insulation had also been cut off prior to being received by covidien. No components were missing. The broken tip was inspected under magnification. The broken section had stress fractures. The investigation identified the root cause of the reported event to be the customer applying excessive force to the electrode tip. No trend has been identified. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, the device worked fine during the first half of the procedure. However, the device tip (about 4 to 5 cm) broke. The piece fell into the cavity and was retrieved. A new device was used to continue. There was no adverse issue as a consequent of the event.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, the device worked fine during the first half of the procedure. However, the device tip (about 4 to 5 cm) broke. The piece fell into the cavity and was retrieved. A new device was used to continue. There was no adverse issue as a consequent of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.